Event description:
Upon investigation of the cadd-solis pump downstream occlusion (dso) seal was found to be cracked. Also, it was reported that the device had issue with downstream occlusion seal during preventive maintenance. There was no reported patient involvement, and no reported harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection was conducted. The reported event was confirmed through visual inspection. Dso (downstream occlusion) seal appeared to have an air bubble required replacement; dso seal was replaced. Preventive maintenance was also completed and device passed. The probable cause of the reported issue is continued use. B3.